Event description:
On (B)(6) 2010, patient reported infusion device displayed low battery (a2) alert followed by a battery depleted (e2) error. Battery depleted (e2) error occurred approximately 10 minutes after original alert. Patient was at work and did not have a battery key to remove the battery cover. Patient used different coins to attempt to remove the battery, and this stripped the battery cover. The battery cover has never been changed. Advised to change battery cover with every 4th battery. Patient was using the correct type of battery at time of event. Infusion device and battery cover were replaced and requested for evaluation. Patient was sent extra battery keys. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Please note, the information contained within this report does not meet current MDR filing guidelines. Patient stated he intended to contact FDA regarding this complaint.